Manufacturer narrative:
Medical device expiration date: unknown. Result: bd received samples and photos from the customer facility for investigation. The samples and photos were evaluated and the customer's indicated failure mode for foreign matter on the needles with the incident lot was observed. Additionally, retention samples were selected for evaluation, and the customer's indicated failure mode for foreign matter on needles was not observed. A review of the manufacturing records was completed for the incident lot and no issues were identified. Conclusion: while rust was identified on 5 returned samples, bd could not identify any materials used in the manufacturing process that could cause the type of foreign matter observed.

Event description:
It was reported that (B)(6) clients found slbcs that look rusty on the IV end of the bd vacutainer® safety-lok¿ blood collection set needle. No serious injury or medical intervention occurred as a result of this incident.